Event description:
During biopsy procedure, the tissue well of stomach was unable to bite off with the radial jaw 3 biopsy forceps. The pt's condition was reported to be good. Additional info was received during the follow-up: while using the scope, a little bleeding was found, but bleeding was stopped without problem. The bleeding was possibly caused by the inability to bite off the tissue properly. It is suspected the cups were not able to cut off enough.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined.